Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had battery out alarm. Customer was assisted with troubleshooting for replace battery now alarm. Customer's blood glucose was 84mg/dl at the time of incident. Customer stated that the battery was not previously used, but that the insulin pump was dropped. The customer also stated that there were no unattended alarms and that the battery cap was not damaged. The customer indicated that it was the second occurrence of replace battery now alarm without receiving low battery alert prior. The customer was advised that the insulin pump needed to be replaced, but they may continue to wear the insulin pump until replacement arrives if they insert a new battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to complete functional test due to broken reservoir tube lip. The power management tool confirmed low battery alarms and then pump error were triggered when backup battery loaded voltage (loaded vlith) was less that 3.5v for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on electronic board, pump was monitored and functioned properly. No unexpected battery power loss noted during testing. Unit received with scratched lcd window, cracked keypad at select button, keypad overlay texture damage, scratched around casing, faded serial number label, broken reservoir tube lip, missing retainer and missing reservoir tube o-ring.